Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2,000.0 mcg/ml] at a dose of 1,013.3 mcg/day at flex infusion mode via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that there was a pump alarm and increase in spasticity. Pump logs were read and showed "motor stall occurred" on (B)(6) 2018 at 02:13. The logs show that this was followed by a motor stall recovery on (B)(6) 2018 at 20:40, another motor stall on (B)(6) 2018 at 08:53 with recovery on (B)(6) 2018 at 09:32, and another motor stall on (B)(6) 2018 at 12:56 (which was the last event shown in the logs as of (B)(6) 2018 at 12:58). There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was completely explanted and replaced with a new pump on (B)(6) 2018. The explanted pump would be returned. At the time of the report, the patient status was "alive - no injury" and the issue was resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.